Event description:
Device 2 of 2 (see MFR# 1627487-2010-01832). On (B)(6) 2010, the patient was implanted with an scs system. The scs system was explanted because the patient developed a staph infection.

Manufacturer narrative:
Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusions: the complaint about: "infection" could not be confirmed; the ipg has slight discoloration in the header. Returned leads have discoloration. Both leads pass continuity testing. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.